Event description:
The customer reported the system workstation was not booting. No pt injury was reported.

Manufacturer narrative:
The ge service rep reseated f4 and f33 in their fuse holders. System operating as intended.